Event description:
The customer reported that the central nurse's station (cns) did not alarm correctly. They believed that the cns should have alarmed vtach instead of extensive tachycardia. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) did not alarm correctly. They believed that the cns should have alarmed vtach instead of extensive tachycardia. The patient was being monitored on a gz transmitter. No patient harm was reported. Investigation summary: a root cause could not be determined as the required documents and materials were not provided by the customer for analysis. The cns event logs were provided but alarm settings and waveforms were needed to confirm and investigate the issue. False alarms can occur should the readings be incorrect due to lead placement, patient prep, or faulty leads. Hardware failure of the transmitter's ECG module may also contribute to incorrect readings and false alarms. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or device placement. Electrical damage could occur during a power outage or power surge. A serial number review shows additional similar complaints regarding incorrect alarms that were caused by improper lead placement. A complaint history review shows that the customer has a history of improperly placing leads which caused incorrect alarms. There is no evidence of an nk device malfunction. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns: model: gz-130pa s/n:(B)(6). Approximate age of the device: 49 months. Device manufacturer date: 01/20/2017. Unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
The customer reported that their central nurse's station (cns) did not alarm correctly. The customer stated that they believe that this cns should have alarmed vtach instead of extensive tachycardia. The patient was on a gz-130pa. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Additional model information: concomitant medical products: the following device was used in conjunction with the cns: model: gz-130pa, s/n: (b)(4. Approximate age of the device: 49 months. Device manufacturer date: 01/20/2017. Unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that their central nurse's station (cns) did not alarm correctly. The customer stated that they believe that this cns should have alarmed vtach instead of extensive tachycardia.